Manufacturer narrative:
Patient code 3191 captures the additional surgical procedure that was performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances, measuring 125 ohms. Boston scientific technical services (ts) noted that the shock impedances had gradually increased. The lead was programmed in a triad configuration and examining the breakdown of its vectors was recommended for the patient's next visit. In addition, ts discussed programming options and explained device functionality. In may, they delivered commanded shocks, and the rv lead impedance was within normal limits. Later, on (B)(6)2021 while the device was being interrogated in the hospital, it displayed code 1005 due to high out-of-range shock impedances greater than 145 ohms. Ts advised evaluating the rv lead system integrity and to consider replacement. Ts reviewed latitude and saw that there was an episode where after eight shocks the device failed to convert the patient's rhythm. The health care professional informed that the patient had been converted externally. The day before the eight shocks episode, the patient had been successfully converted by the device, but the rv lead was still showing high impedances at that point. Later, the patient underwent a replacement procedure, and the rv lead was replaced, with the physician electing to replace the device as well. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedances, measuring 125 ohms. Boston scientific technical services (ts) noted that the shock impedances had gradually increased. The lead was programmed in a triad configuration and examining the breakdown of its vectors was recommended for the patient's next visit. In addition, ts discussed programming options and explained device functionality. No adverse patient effects were reported. This rv lead remains in service.